Event description:
In 2008, during a kit inspection, the sales representative noted that the part was nonfunctional. Additional information the following month, visual examination of the returned complaint part found the driver was bent with twisted prongs. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
There was no patient involvement. Product is an instrument and is not implantable. The device history record review indicated the part met specification. Visual examination of the returned part found the driver was bent with twisted prongs. An engineering investigation found the most likely cause to be used of the driver off axis (use error) and the hollow shaft design. The driver was changed to a solid shaft design in november 2006, and the surgical technique was updated in october 2007, to enhance cautions related to off axis use.